Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within the normal reference range. The elevated results were not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse performed preventive maintenance (pm) and discovered a bent dispense probe, and the sample probe was soiled with red cell debris. The fse completed repair verification per established procedures. System test results conformed to the MFR's published performance specifications. The pt's sample was collected in a light green plasma tube with gel. The sample was centrifuged at 2,800 rpm (rotations per minute) for 10 minutes. The sample was re-centrifuged and retested after obtaining the original elevated result. System check performed on (B)(4) 2009, was within published specifications. This reportable event was identified during a retrospective review of product complaints conducted from jan 1, 2008 through oct 23, 2010 for additional reportable events.